Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. Pacing inhibition was also noted. No intervention was done. There were no patient consequences.